Event description:
Customer reports that system did go down during a patient procedure. Customer not willing to discuss patient details, other than to say there were no problems with the patient procedure. Patient moved to another room for the procedure.

Manufacturer narrative:
Liebrel flarshiem manufacturing report: field service engineer investigated and found the problem was a loose cable in the gim box. Fse noted the computer tower and gim box had been moved to a shelf from the original position. Fse found a cable in the gim box had worked loose. Fse re-secured this and all cables in the gim box was able to fluoro and do photo spot exposure. Fse verified proper operation according to hut service manual. System returned to full service by the customer.